Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 21120550. UDI: (B)(4).

Event description:
It was reported that the patient's device was non-functional. All components were explanted and will not be returned per hospital policy.